Event description:
Per the audiologist's report, this pt has a skin flap infection and puffiness one year after cochlear implantation. She has undergone 3 surgical procedures to clean the wound (dates not provided). The pt was scheduled for explantation surgery in 2006. An allergy test kit has been requested from cochlear to rule- out an allergic reaction as the cause of the problem.